Manufacturer narrative:
H3,h6: the navio, handpiece, part number 110137, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The screws securing the snap lock retainer are not fully inserted. Although the reported problem was visually confirmed, a functional evaluation was performed. The evaluation passed with no incident. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a manufacturing deficiency. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during navio preventative maintenance, it was found that the handpiece snaplock was damaged, one part was loose and another was wobbly. There was no patient involvement. No other complications were reported.